Event description:
Per the patient, when the pump was replaced in 2011, the "line was very clogged¿; they ¿unclogged the line" and wanted her to stay overnight in the hospital, but she wasn't able to. Since she wasn't able to stay overnight, they turned the pump down. The patient went back a week later and they turned it up. The device system was delivering clonidine, bupivacaine, and dilaudid. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8575, lot# j0452922r, implanted: 2005-(B)(6), product type accessory. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).